Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad did not want to seem to do anything. The customer's blood glucose level was 135 mg/dl. They stated that they could get it to sleep mode and everything, and it looked like there was a block thing on there but they could not get pass anything. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was no response from any button. Customer stated the minutes changed. Customer was advised that the insulin will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. (B)(4).